Event description:
Biodegradable plate used in the open reduction and internal fixation of a left clavicle fracture. The plate broke 1 week postoperatively and the pt had to be reoperated. The broke biodegradable plate was removed and replaced with metal plate and screws.

Manufacturer narrative:
The broken biodegradable plate was removed and replaced with metal plate and screws. The root cause in this case is not known, but based on visual inspection of the fracture plate, it is likely that the plate failed, due exceeded maximum strength rather than fatigue (i.e, the plate most likely broke due to some sudden movement/force). The plate broke through a screw hole, which had been drilled between pilot holes. This add'l screw hole may have weakened the plate and initiated the failure. No deviations or nonconformities were found in the reviewed final release info including qc-test results. Accordingly, it is unlikely that there had been anything wrong with the plate used in this case. However, the mechanical properties of the plate may have been affected by placement of screws between the pilot holes of the plate (instead of screw placement through the pilot holes). Furthermore, on the medial side of the fracture line the screws had been placed in the midline rather than close to the edges of the plate. Please note the following statements in the IFU: to ensure that plate edges remain in tight contact with bone, place screws close to the edges of the plate. The material of the plate allows drilling of holes for screws through the pilot holes of the plate. Please note that drilling of holes between the pilot holes may weaken the mechanical properties of the plate. As with any surgical procedure, careful postoperative management is important for optimal healing. Provide the pt with detailed instructions for postoperative care. As with any surgical procedure, careful postoperative management is important for optimal healing. The inion cps/otps freedomplate implants provide fixation and are not intended to replace healthy tissues or withstand the stress of full load bearing. Incorrect selection, placement, positioning, or fixation of the implant can cause subsequent undesirable results or breakage of implants or instruments. The surgeon should be familiar with the devices, the method of application and the surgical procedure prior to performing the surgery. The pt should be warned that the implants can break or loosen as a result of early stress, activity or load bearing. Premature discontinuation of add'l postoperative immobilization or fixation may cause non-union or mal-union. Complications are similar to those with any method of internal fixation: premature bending, loosening, breakage or migration of the devices may result from early stress, activity or load bearing. In conclusion, the plate broke (adverse event, anticipated risk) due to unk reason (most likely due to some force exceeding the mechanical strength of the plate). Improper use (screw placement) and/or pt behaviour may have contributed.